Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the battery monitor board, battery chargers 1 and 2 were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect chargers have been received by the manufacturer for evaluation. However, results are not available at this time. The battery monitor board was returned to the manufacturer for evaluation. Testing found that the issue could be replicated when installed in a known operational imaging system.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the imaging system was intermittently displaying a generator error during image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery charger 1 and 2 were returned to the manufacturer for analysis. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.